Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "circuit melted". The issue was detected prior to use during pre-testing. No patient injury reported.

Event description:
The complaint is reported as: "circuit melted". The issue was detected prior to use during pre-testing. No patient injury reported.

Manufacturer narrative:
(B)(4). One (1) 870-98kit, 22mm heated niv circuit kit was received for investigation. Upon receipt the breathing circuit was visually examined for any signs of abuse/misuse/damage. As reported, the circuit is melted approximately 25 inches from the patient end. The melted area extends approximately 3-4 inches in length. The blue tubing shows no signs of burning or charring. The heated wire loop has been pulled out of the blue tubing. The excess heated wire which was pulled out shows no signs of melting or burning. The heated wire remaining in the tubing was closely examined. No signs of bunching and both ends of the heated wire were still securely tied off. To ensure the incident was not related to a manufacturing error, or process error, the electrical resistance of the heated wire was measured. The resistance measured 13.6 . The specified acceptable range is 12.80-14.30. The value is well within the given range. The IFU for this product states, "always maintain adequate flow rates through the circuit to prevent overheating" and, "do not cover tubing with sheets, blankets, towels, clothing, or other materials." Based on the investigation performed, the complaint has been confirmed. The blue tubing displays an area of melted plastic as a result of the heated wire melting through. The heated wire loop was also pulled out of the tubing. While the complaint was confirmed, the root cause of the melt cannot be determined.